Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted due to oversensing and pacing inhibition. When the physician opened the pocket it was noted that the lead was previously repaired. The event and explant dates provided do not make sense, so they were left off of this report.